Event description:
The hospital reported that during the saphernous vein harvesting procedure the scissors did not cauterize properly and the case had to be converted to the conventional open method for vein retrieval. No additional patient complications were reported.